Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2016, fse arrived at the site to address the reported event. Fse replaced the large syringe and flushed out the system. There were no more reports of air in the lines and retention times were 0.59-0.60. No further action was required by the field service. The most probable cause of the reported event was due to fault/ failure of the large syringe.

Event description:
On (B)(6) 2016, the customer reported air in the lines with their g8 analyzer. He had previously had a similar issue a few days earlier. The customer primed the line and performed a drain flush two times which had previously resolved the issue; however, this time, the issue persisted. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.